Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Company representative reported, right side capsular contracture, baker grade unknown. Device has been explanted.